Manufacturer narrative:
The biopsy forceps was returned to olympus medical systems corp. (Omsc) for evaluation. Two manipulation wires were detached from the holes for fixing. The crushed parts of the manipulation wires were missing. The fragments were not returned. The size of the fragments were presumed to be about 0.4mm long and 0.5mm wide. There were scratches on the holes for fixing. The scratches showed that the manipulation wires were pulled with excessive force. Based on the past similar cases, it was known that the manipulation wires were damaged since the slider was pulled completely and the biopsy forceps was withdrawn while the endoscope was angulated or the slider was pulled while the insertion portion was coiled into small. The above device handling has warned in the instruction manual as follows. Do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. When using the forceps (fb-231d), in particular, the manipulation wire inside the insertion portion could become detached from the cup. With the wire detached, you may feel little or no resistance to moving the slide, and your impression of the manipulation of the instrument may differ significantly from what is actually taking place. If such irregularities are detected, immediately stop using the instrument. Doing so could cause massive bleeding and the mucous membrane damage. Do not withdraw the biopsy forceps (fb-231d) while the endoscope is angulated. The biopsy forceps manipulation wire could become detached from the cup. A part of manipulation wire could be damaged and detached to fall off into the patient¿s body or the wire may stick out and damage the endoscope and/or cause bleeding or damage the mucous membrane. Iif the manipulation wire becomes detached from the cups, immediately stop using the instrument. With the wire detached, you may feel little or no resistance while moving the slide, and your impression of the manipulation of the instrument may differ significantly from what is actually taking place. If you notice any major changes in manipulation, check whether or not the wire has become detached from the cups.

Event description:
During a procedure, the biopsy forceps (fb-231d) which is one of the guide sheath kit components was used. The manipulation wire of the distal end was detached and the user became unable to use the biopsy forceps. The intended procedure was completed with another device. There was no patient injury reported. On may 19, 2020, olympus medical systems corp. (Omsc) found that the manipulation wire was partially missing. This is the report regarding the missing of the manipulation wire.